Manufacturer narrative:
D4. Concomitant product UDI for pump is (B)(4) and for balloon is (B)(4). There was no device available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported patient symptoms of erosion and pain are known risks associated with implant of these device as indicated in the instructions for use (IFU). Based on the information available, a conclusion code of known inherent risk of device was assigned to this investigation.

Event description:
It was reported that the patient with this artificial urinary sphincter (aus) experienced scrotal pain. Upon performing a cystoscopy, the physician identified urethral erosion at the cuff site. Consequently, the device was explanted. To ensure proper healing, the physician decided to wait three months before proceeding with the implantation of a new aus. No device-related issues or additional patient complications were reported.